Event description:
The manufacturer received info from a third party service ctr alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator is returning to a third party svc ctr for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.